Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue and found no anomalies with the pump. The pump performed as intended during routine testing and inspections. Preventive maintenance was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. He observed four 'motor overcurrent' events in the pump's event log within 13 seconds which was how the unit determined a pump jam. The unit was tested and the pump operated as expected with no unexpected pump jams. The pump circulated cold water in tubing with increased occlusion and maximum speed with no pump jam. The pump operated as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'pump jam' message but could still be turned by hand. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was an unknown delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue occurred during power up of the roller pump in the vent position before the tubing had been placed.